Manufacturer narrative:
The serial number of the customer's cobas c 503 analytical unit 2474-03. On the field service engineer's (fse) initial service visit, he inspected the analyzer but could not determine what caused the event. He checked the main pump pressure and rinse levels. He verified the analyzer's performance with successful precision checks. The issue was not resolved and the customer reported new questionable results. On the fse's follow-up service visit, he inspected the analyzer and determined that an unknown contamination of the sample probe had caused the event. He then replaced the probe and performed all horizontal and vertical adjustments. He verified the analyzer's performance with successful precision checks, qc, and patient comparison tests. The investigation is ongoing.

Event description:
The initial reporter received questionable total protein gen.2 and other assay results from several patient samples tested on the cobas c 503 analytical unit. The reporter provided one patient sample with discrepant results: the initial result from the analyzer was 2.34 g/dl. The repeat result from another c 503 analyzer was 6.98 g/dl. The repeat result was deemed correct. The initial result was not reported outside of the laboratory as the reporter deemed it unbelievable, prompting the rerun of the patient sample.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The calibration results were within the specified ranges. The alarm trace had multiple sample and reagent probe abnormal aspiration alarms. These indicate possible poor sample quality. The trace also had low pressure in the liquid vacuum tank alarms. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.